Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2017, dtba1q1 crtd, implanted: (B)(6) 2017; 5024m-52 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and that the patients heart rate was in the thirties. The lead remains in use. No further patient complications have been reported as a result of this event.